Event description:
It was reported that ongoing intermittent unspecified alarms occurred. Reportedly, customer changed pump supplies to address the issue. There was no adverse impact to the customer's blood glucose level.